Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. The device was put through extensive testing including coulomb counter and on/off current testing without duplicating the customer's report. The returned battery was too low to power on the device. Even though the investigation found no evidence to show that the device failed to give low battery warning, we did find that the battery was depleted enough to have caused the device to shutdown. Review of the device log showed all recorded cases ended with a proper shutdown, as indicated by the "case end" sequence at the end of each cases. This indicates that the device recorded a power down event. The log showed the user was warned of a low battery condition, and to replace the battery for 8 minutes before powering the device off. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.